Event description:
Customer reported during a diagnostic gastroscopy procedure, an issue with a/w (air/water) aspiration was observed. Bending manipulation and insertion tube defects were observed. According to the customer, the patient did not required longer anesthetic. Customer stated the fundus retrovision was difficult to visualize however, the patient did not require additional procedures or medicinal treatment. The intended procedure was completed using the same device. Customer also stated the device was not checked before use. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign material that cannot be removed due to buckling of channel/nozzle. This report is being submitted for foreign material found on the channel and cannot be removed due to buckling. There is no patient infection associated on this reported event.

Manufacturer narrative:
The subject device was returned to the regional repair center olympus (B)(4) for evaluation and the device initial evaluation performed, however, the device service repair technical evaluation final results has not yet been received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation. A-rubber gluing worn out, c-cover dent, pin of plug-unit damaged, knob play and less angulations, and neither air nor water at the output of endoscope was observed due to a clogged nozzle. Based on the results of the investigation, the foreign material was unable to be identified. The specific root cause of the foreign material could not be identified at this time. Olympus will continue to monitor field performance for this device.